Event description:
It was reported, the patient's last device had early battery depletion. The patient's device was explanted approximately seven months after the implantation date. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 748951 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID, 7435 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID, 3998 lot# v006888, implanted: 2006 (B)(6), product type lead. (B)(4).